Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. The sterling otw 4.0x40/80 (4f) balloon dilatation catheter advanced to the lesion with no resistance. The balloon then ruptured during inflation at 12atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)